Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed low speed operation and pump stop events associated with low speed and low flow hazard alarms. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these findings could be indicative of an issue with the driveline; however, a specific cause for these events could not be conclusively determined through this evaluation. It was reported that the patient experienced low flow alarms. Upon interrogation of the log files, pump stops and low speed advisory alarms were observed. Per the patient, these events only occurred on wall power and never on battery power. A short-to-shield phenomenon was suspected. The submitted log file contained data from 18:34:47 on (B)(6) 2021 through 12:48:12 on (B)(6) 2021, per the timestamps. The pump operated at or above the low speed limit from the beginning of the log file until 20:28:20 on (B)(6) 2021 when a low speed operation was captured. The pump regained speed on its own following this event and remained at or above the low speed limit until 12:13:51 on (B)(6) 2021 and 05:53:14 on (B)(6) 2021 when pump stops were captured. The pump regained speed on its own and remained at or above the low speed limit in between the pump stop events. Following the pump stop at 05:53:14 on (B)(6) 2021, the pump regained speed on its own and remained at or above the low speed limit for the remaining duration of the log file. The low speed operation and pump stop events were all associated with low speed hazard and low flow hazard alarms. All abnormal pump operation occurred while the patient was operating on the mobile power unit. Based on previous complaint experience, the type of behavior captured within the submitted log file could be indicative of a potential driveline issue. The account indicated that the patient discharged home with a power module and ungrounded patient cable. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) . It should be noted that the patient experienced additional low speed and pump stop events in (B)(6) 2022 while using an ungrounded patient cable (reference MFR. Report # 2916596-2022-00832). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including low speed, low flow, and pump off alarms) and how to respond to such events. The heartmate ii lvas patient handbook, rev. C, is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had low speed advisories. The patient had a previous pump replacement on (B)(6) 2021 due to a pump stop from phase to phase short. The patient presented to clinic for a routine follow-up. The patient stated they had low flow alarms. Upon interrogation there was two pump stops noted after low speed advisory on (B)(6) 2021 and the morning of (B)(6) 2021. The pump stops occurred only on wall power and never on batteries. The log files were sent in with a suspected short to shield. The log file review showed a speed reduction on (B)(6) 2021 at 20:28 and two pump stop events on (B)(6) 2021 at 0:13 and (B)(6) 2021 at 5:53. These event all occurred while connected to the mobile power unit (mpu). The log file also recorded a loss of external power on (B)(6) 2021 at 17:57 and was when the patient was attempting to switch from battery to mpu. X-rays were done and found to be unremarkable, with no site of damage to the shielding. The patient had mpu but was not using it. The mpu will not be returned. Short to shield was confirmed and the patient was discharged home with a loaner power module and orange ungrounded cable.

Manufacturer narrative:
The pump exchange on (B)(6) 2021 was reported under MFR #2916596-2021-02684. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.